Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) instrument suddenly stopped working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was performed on in-house system with no issue. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint regarding the fbf stopped working was not confirmed by failure analysis, which indicated that the device did not contribute to the customer reported issue. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. The missing piece of conductor wire insulation was approximately from .020" x .034". The instrument passed electrical continuity test. The instrument passed all functional test on in-house system. The grips moved intuitively with no issue. Fa also found the instrument to have scratch mark/abrasion on the edge of the bipolar yaw pulley. The scratch mark/abrasion was found to be aligned with the conductor wire insulation damaged. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument current suddenly stopped working. The procedure was completed as planned with no reported injury.